Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient's blood glucose (bg) was below 16 mg/dl, and that the patient also had a seizure. Emergency medical services were required and the patient has discontinued pump therapy. This complaint is being reported because the patient experienced hypoglycemia and the pump could not be ruled out as a cause/contributor.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/21/2016 with the following findings: a review of the black box showed data from (B)(6) 2016 to (B)(6) 2016. The data from the time of the alleged complaint was unavailable for review due to continued pump use. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).